Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd received two samples for investigation, and evaluation of these samples showed both with cracked female luer adapters. In addition, a visual inspection was performed on 10 retained samples, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Bd has initiated further investigation relating to the issue of cracked adaptors through corrective and preventative actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of units exhibited a cracked adapter, causing blood leakage. No adverse impact was reported regarding the patient or user.